Event description:
The reporter; an attorney, represeting a patient stated that the patient had lasik surgery on both eyes in 2000. Prior to surgery, the user facility evaluated the patient for candidacy for surgery, including evaluation with the subject device. Since the surgery, the patient alleges injuries and damages to their eyes.